Event description:
It was reported that approx 2 hours into a da vinci s hysterectomy procedure while performing the colpotomy step in the procedure, the surgeon noticed a char mark on the pt's posterior uterus. At this time a break in the monopolar curved scissors (mcs) instrument was observed. The surgeon proceeded with the procedure using a replacement mcs instrument; however, sparks coming from the proximal edge of the "instrument sleeve" made contact with the pt's bowel serosa causing a small thermal char injury. The injury to the pt's bowel serosa was repaired with a single vicryl suture. Please see MDR 2955842-2009-00247 for the replacement mcs instrument used. The planned surgical procedure was completed with a replacement mcs instrument and without significant delay.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.